Event description:
It was reported that the tip of the device broke during the procedure. The tip was able to be retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip broke off. Probable root cause: application: -excessive or insufficient force used, -screw inserted at an angle, -incorrect size of screw for tunnel/graft, -tap not used before insertion, -driver not fully inserted into screw. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the device broke during the procedure. The tip was able to be retrieved.